Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient repeatedly coughed the device off across the room. It was stated that the device was applied with much force and twist and patient was under neuro with a strong cough. There was no reported patient outcome.